Event description:
During an atrial fibrillation ablation procedure, a farawave catheter was selected for use. Following pulsed field ablation of the left superior pulmonary vein, the guidewire could neither be advanced nor retracted within the catheter lumen. Upon removal, attempts to visualize the issue and advance the guidewire and the guidewire broke. A new guidewire and catheter were utilized to successfully complete the procedure. No patient complications occurred. The catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation procedure, a farawave catheter was selected for use. Following pulsed field ablation of the left superior pulmonary vein, the guidewire could neither be advanced nor retracted within the catheter lumen. Upon removal, attempts to visualize the issue and advance the guidewire and the guidewire broke. A new guidewire and catheter were utilized to successfully complete the procedure. No patient complications occurred. The catheter is expected to be returned for further analysis. Additional information indicated that the patient remained on uninterrupted anticoagulation throughout the procedure. Heparin was administered half prior to the transseptal puncture and the remaining half afterward.

Manufacturer narrative:
B5: describe event or problem - updated. H6: evaluation method codes, evaluation result codes, evaluation conclusion codes - updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The no problem detected code was selected for the reported allegation. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
During an atrial fibrillation ablation procedure, a farawave catheter was selected for use. Following pulsed field ablation of the left superior pulmonary vein, the guidewire could neither be advanced nor retracted within the catheter lumen. Upon removal, attempts to visualize the issue and advance the guidewire and the guidewire broke. A new guidewire and catheter were utilized to successfully complete the procedure. No patient complications occurred. The catheter is expected to be returned for further analysis. Additional information indicated that the patient remained on uninterrupted anticoagulation throughout the procedure. Heparin was administered half prior to the transseptal puncture and the remaining half afterward.